Event description:
Metal barrel of outlet, with attachedd flow meter, blew out of the wall outlet (hitting leg of a house keeper who was not injured). Plastic that had retained the barrel was fatigued and broke off in a ring when the barrel separated from the outlet.